Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the colonovideoscope exhibited a cord connection issue, showing fuzzy lines on screen when the cord is moved. The issue was found during inspection for use. There were no reports of patient involvement.